Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm of an unknown size, located adjacent to the left subclavian artery, approximately 6 months ago. A planned carotid-to-subclavian bypass was performed at the time of the implant. The thoracic stent graft covered the left subclavian artery, as planned, and the implantation was considered successful. It was reported that five months post-implant, the patient presented with a complaint of numbness in the left arm, and it was noted that the left carotid artery was partially occluded due to calcification and partial thrombus. No forward migration of the stent graft was noted. Another physician elected to perform an in vivo fenestration of the stent graft at the left subclavian artery in order to provide increased blood flow. No additional clinical sequelae were reported, and the patient is fine. A review of returned still images were inconclusive; no device issues were observed.

Manufacturer narrative:
Evaluation, method: (B)(4) (film evaluation) evaluation, results: (B)(4) patient's condition affected effectiveness of device (calcification). Evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (calcification).